Event description:
A customer reported that the unit of measurement setting of their freestyle blood glucose monitor changed from mg/dl to mmol/l. Customer reported modifying their insulin dosage based on results received in the incorrect unit of measure. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.